Manufacturer narrative:
In review of all case details against the criteria set forth in document (B)(4) (medical device reporting standard operating procedure) and its applicable appendices, this complaint does not meet the requirements for an MDR in the countries where the device is sold or distributed. However, the MDR is being submitted to us FDA pursuant to the obligations of the emergency use authorization, and per communication received from FDA on october 7, 2020.

Event description:
(B)(6) 2021 customer reported via email the occurrence of a false positive result on aries sars-cov2-eua assay pn: 50-10047, lot: ab2010a. The sample analysis showed positive on the orf1ab gene target with a CT value of 26.0. There was no n gene target detected. Per the aries sars-cov-2 package insert, a positive result will occur if both or either of the orf1ab gene or the n gene targets indicate positive. Sample was repeated on aries and confirmation testing performed. Both confirmation test and aries repeat resulted as negative. The customer verified the aries result was not reported out to a physician, therefore, there were no adverse events associated or change in therapy as the result. The specimen was nps in phosphate-buffered saline, which is inconsistent with the aries sars-cov2 eua package insert.